Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states the seat is cracked on her 9610-1. She states the seat is cracked in half.